Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings), h6 (investigations conclusions) and h10 (related report numbers). H11: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. IFU review unable to be performed as the model is unknown. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H11: additional manufacturer narrative: this is one of two manufacturer reports being submitted for this article. Refer to medwatch number 51870 and 51871. The date of the event is unknown; however, according to the article, the study period was from july 2021 to august 2023. Thus, the first day of the reported study period (1 of july 2021) was used in field b3 as date of event. Article citation: lin hc, lee yt, tsao tp, lee kc, hsiung mc, yin wh, wei j. A modified tip-to-base lampoon to prevent left ventricular outflow tract obstruction in valve-in-ring or valve-in-valve transcatheter mitral valve replacement. Acta cardiol sin. 2024 may;40(3):331-339. Doi: 10.6515/acs.202405_40(3).20240129a. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "a modified tip-to-base lampoon to prevent left ventricular outflow tract obstruction in valve-in-ring or valve-in-valve transcatheter mitral valve replacement", the following event was identified as pertaining to edwards device: two (2) patients with edwards perimount valves of unknown size implanted in mitral position underwent a concomitant tip-to-base lampoon and valve-in-valve procedure due to degeneration leading to regurgitation or stenosis after unknown implant duration. A transcatheter valve of unknown size was successfully implanted in replacement.